Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3057,product type screening device. Patient code (B)(4) and device code (B)(4) pertain to the lead.

Event description:
Information was received from a basic evaluation trial patient with an external neurostimulator (ens). The patient reported that they thought that the wires might not be connected and that it was possible that a wire was pulled. The patient noted that they were disappointed to not have improvement. No further complications were reported or were expected.